Manufacturer narrative:
(B)(4). Additional pro-code: hwc. Device available for evaluation: device returned. (B)(6). The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history record has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient has a elbow fracture. It was also reported that after reducing and inserting the implants, a intraoperative x-ray was taken ¿ the plate look strange. The implant was removed and visual inspected. It was noticed that the plate had a deformity on it. A new implant was used to complete the surgery. Surgery was delayed due to the reported event 30 minutes: concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: exp. Date h3, h4, h6: a review of the device history record. Device history lot device history review done by gabrielle truong on (B)(6) 2020. Part number: 02.117.902s lot number: h863540 part manufacture date: 18 apr 2019 manufacturing location: elmira part expiration date: 01 apr 2029 nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7mm/3.5mm va-lcp lateral distal plates was processed through the normal manufacturing and inspection operations with no non-conformance's or rework noted. The lot quantity of 29 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the device history record for the raw material revealed no complaint related anomalies. The device history record shows this lot met all requirements at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review the lot quantity of 29 pieces met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: investigation summary background: an elbow fracture. After reducing and inserting the implants ¿ an inter-operative x-ray was taken ¿ the plate looks strange. The removed the implant a visual inspected it. And the plate had a deformity on it. The took a new implant and use that to tread the patient. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device investigation flow: damage visual inspection: the va-lcp dhp 2.7/3.5 lat le med 2ho l82 ss (p/n: 02.117.902s, lot #: h863540) was returned and received at us cq. Upon visual inspection, the device was observed to be bent inwards. There were scratches on the device but have no impact on device functionality. No other defects were identified with the returned device. Dimensional inspection: the dimensional inspection was performed on the returned device near the bent portion. The width of the plate was measured and within the specification. Document/specification review based on the date of manufacture, current and manufactured revision of drawings were reviewed the device received was bent. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the va-lcp dhp 2.7/3.5 lat le med 2ho l82 ss (p/n: 02.117.902s, lot #: h863540). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.